Manufacturer narrative:
The device was requested for evaluation but was not returned; therefore the complainant's event could not be verified. The remaining portion of the surefire scorpion needle was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a pcl reconstruction procedure, the tip of the surefire scorpion needle, ar-13991n, broke off. An x-ray was not taken at the end of the procedure. The staff was unable to locate the broken fragment and has no information on the location of the needle fragment. Reporter has no further details.